Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2018-13314. It was reported the patient underwent surgical intervention wherein the scs system was repositioned. The reason for the repositioning was unknown.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2018-13314.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-13314. Additional information received identified the patient did not undergo surgical intervention (B)(6) 2019.